Event description:
This report is to notify the FDA of labeling changes by cook on their 7 fr tri-lumen catheters, which we believe is introducing the possibility of a human error as the original color coding is being changed between the distal and proximal connections of the catheter.